Manufacturer narrative:
The description of the event and the logfile sent were analyzed regarding the reported event. According to the logfile the device performed a warmstart due to a detected deviation. Further logfile analysis revealed that a leak in the airway system (the system between the ventilator and the patient) was present which could not be compensated by the device. Very likely the identification of the non-compensable leak caused the safety software of the device to perform a warmstart. In case a warmstart is triggered the device is briefly turned off and on again accompanied by an audible alarm to inform the user about this condition. During the approximately 8 seconds reboot sequence the emergency breathing valve is opened in order to allow the patient to breath spontaneously. The results of the investigation show that the failure was not caused by a malfunction within the ventilator itself.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the device shut down when the medical therapy for the patient was almost ready. The display went black and the device gave a loud whistling noise. After a few seconds the device restarted and continued ventilating the patient like before the shutdown. The user replaced the device. It was reported that the state of health of the patient is normal.